Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The cause of the pinching sensation and the out of range impedances was undetermined. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) returned the ins and two leads. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported that on (B)(6) 2018, the patient started feeling a sensation like the left lead was "pinching" them. Reprogramming was performed, which alleviated the pinching sensation; issue resolved. The rep noted contacts: 4, 6, 7 and 14 out of range but those contacts were noted as not being used in the programming before nor after reprogramming was performed. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of one lead (model # 9772a290 / sn: (B)(4)) involved a series of standard tests that included but were not limited to visual inspection and electrical testing. Analysis identified the #0-#3 conductors were broken 2.8 cm from the distal end. The #5 conductor was broken 3.8cm from the distal end, and the #6 conductor was broken 4.5cm from the distal end. Analysis of the second lead (model # 9772a290 / sn: (B)(4)) involved a series of standard tests that included but were not limited to visual inspection and electrical testing. Analysis identified that conductors #0 - #6 were broken 4.9cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.